Event description:
An unknown issue was reported to philips. There was no report of patient involvement.

Manufacturer narrative:
The customer has decided to repair the device themselves no need for philips servicing. The customer can call back if they wish to have philips support and service. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.